Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg system was selected for use. Prior to the procedure, it was found that the motor blade was malfunctioning and detached. The procedure was not completed due to this event. No patient outcome information available.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter facility name: (B)(6) hospital.